Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the device was left in my uterus and I need an additional surgery to have it removed (B)(6) 2017"), device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain/left side pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 721042) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and wolff-parkinson-white syndrome. Concomitant products included medroxyprogesterone acetate (depo provera) since 2000 to (B)(6) 2010 for birth control as well as bupropion hydrochloride (wellbutrin) since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination") and dysuria ("burning urination"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts (both ovaries)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, bilateral salpingectomy and surgical removal of the device). At the time of the report, the device breakage, device expulsion, ovarian cyst, genital haemorrhage, pollakiuria, abdominal pain and dysuria outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, female sexual dysfunction, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the cornlla was compressed and the cornua cauterized. With compression, a portion of the coil was visualized through the tissue at the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: placed properly (total bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: reporters added. On (B)(6) 2010, she implanted essure (previously reported as 2012). Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal discharge, ovarian cysts (both ovaries), abnormal bleeding. (General), abdominal pain, burning urination, bladder or urinary problems or changes : frequent urination. Updated events, outcome and onset dated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the device was left in my uterus and I need an additional surgery to have it removed (B)(6) 2017"), device expulsion ("malposition of essure device location of device: uterus") and pelvic pain ("chronic pelvic pain/left side pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and wolff-parkinson-white syndrome. Concomitant products included bupropion (wellbutrin) since 2000. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (surgical removal of the device). At the time of the report, the device breakage, device expulsion, dyspareunia and female sexual dysfunction outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: the coronilla was compressed and the cornua cauterized. With compression, a portion of the coil was visualized through the tissue at the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: placed properly quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the device was left in my uterus and I need an additional surgery to have it removed (B)(6) 2017"), device expulsion ("malposition of essure device location of device: uterus") and pelvic pain ("chronic pelvic pain/left side pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and wolff-parkinson-white syndrome. Concomitant products included bupropion (wellbutrin) since 2000. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (surgical removal of the device). At the time of the report, the device breakage, device expulsion, dyspareunia and female sexual dysfunction outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: the cornlla was compressed and the cornua cauterized. With compression, a portion of the coil was visualized through the tissue at the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: placed properly. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received:the event device expulsion, device breakage, apareunia added. Reporters,event outcome, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgical removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report